Manufacturer narrative:
The reported event that impactor assembly omega was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by a combination of aging and multiple use over the years. The device inspection revealed the following: it is clearly visible that the plate impactor head of the returned impactor is indeed completely broken off. The front part of the impactor head shows severe damages. The impactor has been performing adequately for over 6 years in the market. Note that this is a device where consistent high forces are being applied which has finally lead to the breakage of the front part. Too much applied mechanical force over the years in use (normal wear and tear). As per op. Tech. (Omega3 compression hip screw), ''impaction of the fracture may be accomplished by using the plate impactor together with a hammer or mallet. [¿] note: use gentle hammering only - otherwise the impactor may be destroyed.¿ a review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported an alleged instrument broke during a right hip fracture surgery. Surgery completed. No delay or consequences to patient. No further information.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported an alleged instrument broke during a right hip fracture surgery. Surgery completed. No delay or consequences to patient. No further information.